Manufacturer narrative:
Continuation of d10: product ID a820 lot # seria l# unknown implanted: explanted: product type software product ID hh9020tdd lot # serial# (B)(6); implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal morphine (unknown), fentanyl, and bupivacaine via an implantable pump for non-malignant pain. The patient reported that typically prior to getting the pump refilled, it could take a while to connect to the pump to bolus and once they had a pump fill, the handset would connect to the pump quickly again. Patient stated "about 3 weeks ago" they received a new handset. Patient stated yesterday, when they had the pump refilled, when they went to bolus, it did not connect quickly like it had in the past. Patient was wondering if that means there was something wrong with either the internal pump or external device. Patient stated they were currently in "lockout" because they had already bolused. Agent reviewed data and assisted patient in deleting the data. Patient was able to resync to the pump with no lag at 90% patient would call back when/if they need further assistance.